Manufacturer narrative:
The manufacturer received communication from the reporting facility. Reportedly, it was identified that the middle part of the gastrostomy tube (g-tube) connector had "split" and the g-tube was leaking. The g-tube was required to be removed and replaced. No impact or adverse effect to the patient was reported to the manufacturer. No sample for evaluation was returned. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the gastrostomy tube balloon burst and was required to be replaced. Despite multiple good-faith attempts, the reporting facility was unable or unwilling to provide additional information to the manufacturer. No impact to the patient's stability was originally reported to the manufacturer. No sample for evaluation was returned to the manufacturer. A root cause for the reported incident could not be determined. Due to the need for medical intervention to replace the gastrostomy tube, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the gastrostomy tube balloon burst and was required to be replaced.